Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 30 aug 2023 from the home therapy nurse (htn) of a 69 year old male patient approved for performing solo home hemodialysis therapy with a medical history including diabetes and end stage renal disease, who stated the patient expired at an unspecified time during a hemodialysis treatment on approximately (B)(6) 2023. Additional information was received on 01 sep 2023 and 05 sep 2023 from the home therapy nurse (htn) who stated the patient was found deceased and connected to the nxstage cycler. Although requested, the htn stated no further information is available.